Event description:
The customer reported that the vertical column will intermittenly not go up and down.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the power supply.